Event description:
It was reported that difficulty was encountered during a treatment procedure to place a greenfield 12 fr ss vena cava filter. Following carrier advancement and filter deployment, the filter legs did not open completely resulting in filter migration. The pt was then transferred to a hosp with interventional radiology facilities where filter replacement was completed successfully. The pt was discharged the same day with no reported injuries.